Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the video image freezing. Based on the result, we concluded that it was caused due to the excessive force applied on the scope connector mechanical unit. In addition, we confirmed that the scope connector mechanical unit worn out, and the process pcb malfunction; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report"hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.